Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, occurring multiple times per day, and functioning at the time of the call. Symptoms included no clinical effects reported. Outcomes included no impact to therapy or care and no alerts or alarms reported. Investigation included customer education and troubleshooting to capture evidence of the button behavior and assess device performance. Investigation of this case revealed a suspected intermittent mechanical or electrical issue of the sleep/wake button consistent with a hardware user-interface component concern, with no concurrent software or alarm malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evidence.